Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: review of the black box data revealed records of consecutive power on reset events dated (B)(6) 2014. On examination, there was visible moisture inside the battery compartment. A leak test was performed and did not reveal any leaks. The battery cap and battery compartment were intact without damage. The battery cap was able to maintain electrical connection for testing. On investigation, the pump was exercised for 24 hours during which time there was no interruption in power; however, the pump emitted a call service alarm. The pump was not able to be adequately investigated for the reported power complaint. The pump was opened for investigation and revealed further moisture corrosion inside the pump on the battery canister enclosure. There was no damage, defect or contamination of the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.